Event description:
It was reported that the colonovideoscope had noisy image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely for noise in the image caused could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.